Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a 19 gauge share core needle was passed through a linear eus scope and a core biopsy was taken. When the needle was pulled back following the biopsy, the handle detached from the needle sheath. Core biopsy was obtained. There was no required intervention. There was no harm to the patient and there was no harm to the user. Surgical time was not extended by more than 30 minutes.